Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.14 inr on a comparison lab. Coumadin was held for 2 days, however, no information provided to indicate if this was due to meter or lab result. No adverse event reported. Requested return of suspect system and replacement was sent.